Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 06/19/2018 stating that oversensing was observed on this lead . Also on (B)(6) 2018, noise was noted on this lead that may from medical procedure. The physician was dr. (B)(6) at (B)(6) hospital with an unknown location. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).